Event description:
Additional information received identified that there were no known allegations of deficiency against the device. The issue was resolved with education.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the ipg required frequent charging than recommended. Surgical intervention may take place to address the issue.